Event description:
The patient has two leads from the same lot. It was reported the patient is receiving inadequate coverage and stimulation in an unintended area (i.e., abdominal). Reprogramming to provide resolution was unsuccessful. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.